Manufacturer narrative:
Qn# (B)(4). The customer returned one opened hemodialysis set with multiple components including an arrow raulerson syringe (ars) and an 18 ga introducer needle for analysis. Visual analysis of the returned needle revealed one large vertical crack in the needle hub. The needle length measured 68mm, which is within the specifications of 67.13mm-68.91mm per needle product drawing. The needle cannula outer diameter measured 0.05012" which is within the specifications of 0.0495"-0.0505" per the cannula product drawing. The needle cannula inner diameter measured 0.041", which is within the specifications of 0.041"-0.043" per the cannula product drawing. Functional testing was performed per the product IFU, which states "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The returned introducer needle was attached to the returned arrow raulerson syringe (ars). The returned needle was not able to draw or aspirate water due to the crack in the needle hub. A device history record review was performed, and several findings were identified; however, it was determined that the findings are not relevant to this investigation. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. The returned needle met all relevant dimensional requirements, and a device history record review was performed with no findings relevant to this investigation. Based on these circumstances and the comments from r & d, the root cause of this complaint is design related. Teleflex has identified that that the high residual stress from the molding operation can cause cracks later in the life cycle. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on the patient. A new device was used. No impact to the patient was reported.

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on the patient. A new device was used. No impact to the patient was reported.

Manufacturer narrative:
Qn#: (B)(4).